Event description:
It was reported that pump experienced malfunction while it had been placed inside cooler with small amount of water. There was no adverse impact to the customer's blood glucose level. Cts assisted customer with resetting pump using provided pump reset information, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code recurred, and customer acknowledged instructions.